Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking seen from q-syte connector during tpn infusion after a few days (less than 1 week).

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking seen from q-syte connector during tpn infusion after a few days (less than 1 week).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-mar-2022. H.6. Investigation: our quality engineer inspected the sample and video submitted for evaluation. Bd received video which displayed a q-syte device that is in use. The q-syte has some type of device attached at the female luer connector and the male luer connector, it is not obvious if the connection is a slip luer device or threaded device. The q-syte is also attached to a miscellaneous catheter. A fluid is being flushed through the q-syte into the catheter, at which time leakage is observed at the area from the back of the top body (polycarbonate) / female luer, therefore the defect of leakage is confirmed. In addition to the video, one used q-syte device was received without packaging. Through the visual observation of the unit the following is revealed: the septum top and bottom slits are centered in the correct location and there are tears at one end of the slits. Column tear assessment reveals there are two column tears at the septum column wall near the vent holes that are opposite each other. The observed tears are known to cause leakage. The unit was dissected for observation of the inner top body in the areas of the column tears which revealed there was no evidence of wicking in these areas. Adhesive getting wicked into the column is common and is a normal part of the process and is known to undermine septum material strength if a column interacts with the adhesive. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, tear(s) at the top and/or bottom disk can be caused by a damaged/dull or misaligned blade during the septum slit process. Controls are in place for blade quality and slit dimensions that are checked. During manufacturing there are regular slit quality checks and column tear checks performed per the quality control plan as well as a controlled functional leak test which is performed of the full assembly per the quality control plan. Preventive maintenance (pm) was conducted with no deviations. A device history record review showed no non-conformances associated with this issue during the production of this batch. During use, damage to the septum as seen in the unit, can occur due to excessive actuations and extraneous force and commonly result in leakage. Because the device has been opened and used, this option cannot be ruled out.